Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that glistening like bright spots were confirmed in slit after intraocular lens (iol) implantation. The lens remains implanted in the patient's eye. Additional information was requested, but no further information is available.